Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown liner; item# unknown; lot# unknown. Arcos 14x150mm spl tpr dist; item#: 11-300814; lot#: 66782059. Arcos con sz a std 60mm; item#: 11-301301; lot#: 67477046. Arcos troch claw small 100mm; item#: 11-302102; lot#: 67158867. Arcos lateral troch bolt 38mm; item#: 11-302138; lot#: 533890. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item#: 00223200418; lot#: 67627798. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item#: 00223200418; lot#: 67400048. G2 - foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient required a hip revision approximately one-month post-implantation due to two postoperative dislocations. During the revision, the femoral head was exchanged, and the construct was converted to a dual mobility configuration. Attempts have been made and no further information has been provided.